Event description:
A receipt inspection of the returned loaner bronchovideoscope revealed, the coating of the connecting tube was peeled off (one millimeter square or more). There was no complaint from the customer and no patient involvement.

Manufacturer narrative:
There were few additional findings. An evaluation of the returned device revealed, the water tightness was lost due to a pinhole on bending section cover. Distal end was dirty and had a dent. Adhesive of the bending section cover was detached. Light guide cover glass and connecting tube was dirty. Scratches were found throughout the device. Connecting tube had a dent. Forceps channel port has a dent. Universal cord was sticky and was discolored. Due to wear of angle wire, bending angle in up/down direction does not meet the standard value. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the causes of the reported events are likely due to physical stress and insufficient or inadequate reprocessing. Additionally, the foreign material was unable to be identified. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: ·preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. The event can be prevented by following the instructions for use (IFU) which state: ·important information ¿ please read before use warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Reprocessing manual_ cleaning, disinfection and sterilization procedures. Precleaning. Warning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. Wipe down the insertion tube. Manual cleaning_ cleaning all external surfaces. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.